Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for ischemic ventricular tachycardia/premature ventricular contractions with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. After the procedure, the patient became hypotensive, at which point the tamponade was diagnosed via echocardiogram. A pericardiocentesis was performed, and 300cc of fluid was withdrawn. The patient required two days of extended hospitalization as a result of this event, but eventually improved. The physician believes that the injury was a procedural risk. No patient factors were identified that may have contributed to the event. The patient¿s activated clotting times were maintained between 250-300 during the case. No transseptal puncture was performed. Overall ablation time at the site of the injury was 5 minutes and 40 seconds, but the last ablation cycle time is unknown. Additionally, the power/impedance/temperature values are unknown, as the injury was discovered post-case. The generator was being used in power control mode with a temperature cutoff of 50c and a power cutoff of 30w. Power was not titrated during the procedure. The catheter flow setting was at 17ml/min. Spi values are unknown. The catheter was not in close proximity to another catheter at the time of the event. The catheter was zeroed after the initial warm-up phase, and the carto 3 system did not indicate to re-zero the catheter during the case. The sheath in use at the time of the event is unknown. No error messages presented on any biosense webster equipment during the procedure.

Manufacturer narrative:
On 11/18/2016, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for ischemic ventricular tachycardia/premature ventricular contractions with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.